Event description:
During a dual implant pacemaker procedure, the introducer was not able to be split successfully. A scissors was used to split the introducer and while doing so, the lead displaced. As the patient was pacing-dependent, the patient went into asystole for ten seconds. At that point, the stealth was cut away and as the lead remained in the access site, a stylet was used to reposition the lead. After such, the heart was able to be paced and the patient was noted to be stable with no adverse consequences. The force used to split the sheath and then having to use a scissors both contributed to the displacement of the lead.

Manufacturer narrative:
One 7f peel-away introducer sheath was received for evaluation. The sheath had not peeled properly. Additional inspection revealed the sheath handle was molded over the scoreline, which is consistent with the reported peeling difficulty. The cause of the arrhythmia is consistent with the displacement of the lead during sheath dissection, after peeling difficulties occurred.